Event description:
It was reported that an ilet user observed insulin leaking at the connector where the tubing screws into the adapter while using fiasp cartridges, with no alerts or alarms and a blood glucose of 273 mg/dl; the issue was associated with the connector/coupler component and characterized as a fluid leak. Customer care provided support with user guided full supply change. Investigation of this case revealed evidence consistent with a leakage at a seal in the connector/coupler leading to a fluid leak. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no lasting health consequences or impact, and the user returned to range after a full supply change. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.